Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Investigation summary: the complaint device was received and inspected. The complaint can be confirmed. It was observed that the lower jaw had been broken off the shaft of the device, and the upper jaw was slightly deformed where the jaw to actuator pin is attached. In addition to this, the jaw to actuator pin is broken, and only a portion of the pin remains attached to the jaw. The device is reusable. It is possible that the distal tip of the device was damaged after being dropped or mishandled on a hard surface, therefore causing the lower jaw to break and the upper jaw to deform. However, given the information provided we cannot discern a definitive root cause for the reported failure. A device history record (DHR) review has been conducted to determine if there were any internal processing issues which would have contributed to the nature of the product complaint. Our results indicate that this batch of product was processed without incident; therefore, there is no evidence of manufacturing anomalies on the paperwork reviewed. At this point, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. (B)(4).

Event description:
It was reported by the sales rep via phone that during a rotator cuff repair procedure the customer's expressew iii auto-capture+ bottom jaw broke off the device and the top jaw was bent. The sales rep stated that the bottom jaw was removed from the patient with a grasper with no debris left behind. The sales rep did not know how the device became broken or bent. The case was completed with another like-device with no patient harm, but a five minute delay to retrieve the bottom jaw. The sales rep was not present and could not provide any additional information. The device is being returned for evaluation.